Manufacturer narrative:
(B)(4). Retainer ring = black, p-cap, reservoir locks properly into place. Unit received with blank display due to corroded battery tube and corroded electronic assemblies. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to blank display. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had crack on whole back part. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.